Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of a keypad button response issue was not duplicated. All of the keypad buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that up arrow was intermittently unresponsive and the ok button sticks in the down position. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.